Manufacturer narrative:
A review of the software logs provided no additional insight regarding why the system unexpectedly exited. The software investigation suspects a cable loose or cable issues as the cause. However as previously reported, the medtronic representative was unable to replicate the reported event therefore the cause of the reported issue cannot be determined.

Manufacturer narrative:
On 05/19/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon had been navigating when the screen went black and displayed boot text. The software unexpectedly exited to the application launcher. The site re-entered the software and the surgeon opted to continue the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.